Manufacturer narrative:
The hospital called this complaint into ge healthcare technical support. The sensor interface board was replaced by the hospital's biomedical engineer, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'inspiratory reverse flow' and expiratory reverse flow' during pre-use checkout. The unit was not able to mechanically ventilate. There was no report of patient involvement.